Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a red rash on his back under the therapy electrode (te) pads. There is no alleged device malfunction. The patient was using skin cream for the irritation while in the hospital. Follow-up indicated that the rash was improving.